Manufacturer narrative:
The main component of the system and the other applicable components are: product ID 3889-28, lot # va1apta, product type lead; product ID neu_stylet_acc, lot # unknown, product type accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.

Event description:
Additional information was received from a rep. It was reported that the lead and curved stylet, that they loaded in the lead during the procedure, were shipped back to the manufacturer. The rep believed these were sent the week prior to the report. At the time that they noticed the fracture in the lead, during the procedure, they were in the process of testing the lead for patient motor response. They couldn't say that the external neurostimulator (ens) was actually connected to the lead at the same time that they saw this. They physician had tested the lead with a stylet clip on the lead, then removed the clip and tested the lead again with the tester cable. It was noted that the ens was connected to the tester cable and that's when they noticed the fracture on the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va1apta, product type: lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a trial patient. It was reported that, on (B)(6) 2017, the patient was undergoing a stage 1 procedure. The tined lead was inserted into the dilator and, when the stylet clip was peeled back to test the lead for motor response, the physician noticed that the lead was fractured/broken between electrode zero and the first blue section. No diagnostics or troubleshooting was performed. A decision was made to not implant this lead because of the damage. A new lead was retrieved and implanted and the issue was resolved. There were no symptoms reported.

Manufacturer narrative:
Analysis of lead va1apta revealed lead outer insulation is separated at the butt joint proximal. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.